Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they believe that their insulin pump seems to have an issue regarding the scroll wrap feature. The customer also received a failed battery test. Customer's blood glucose level at the time 157mg/dl. No additional information was provided.